Event description:
Consumer reports getting extremely high results shen comparing to their other meter(competetive). Analysis run on clark error grid using competetive reading (72) as ref.point vs bd readings (253,453) yielded data points in the c range of the grid, outside acceptable links.